Event description:
A customer in (B)(6) notified biomérieux of a false resistant oxacillin (ox) result for a staphylococcus aureus patient isolate when testing with the vitek® 2 ast-p654 test kit (ref 421912, lot 8041034203). Initial and repeat analysis by the customer obtained the same resistant oxacillin results. The strain was sent to a partner laboratory where susceptible oxacillin results were obtained. Initial ox: mic >= 4 mg/l (resistant). Repeat ox: mic >= 4 mg/l (resistant). Partner lab ox: mic (B)(6). Mrsa-screening agar and oxacillin disk diffusion were used as alternate tests. Mrsa = (B)(6). Ox disk diffusion = susceptible. The customer reported that there was a delay of >24 hours in reporting results to the physician. However, there is no indication or report from the laboratory that the initial discrepancy led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
This report was initially submitted following notification from a customer in (B)(6) regarding a false resistant oxacillin (ox) result for a staphylococcus aureus patient isolate when testing with the vitek® 2 ast-p654 test kit (ref 421912, lot 8041034203). Initial and repeat analysis by the customer obtained the same resistant oxacillin results. The strain was sent to a partner laboratory where oxacillin susceptible results were obtained. Biomérieux investigation was conducted. Organism identification was confirmed staphylococcus aureus via vitek 2 gp ID test kit (ref. 21342, lot 2420864203). Ast testing included the following: · pcr meca/mecc was negative for (B)(6). · agar dilution (ad), which was the method used for oxacillin development (formulation ox101n) on ast-p654 test kit, obtained ox mic = 0.25 mg/l susceptible. · kirby-bauer cefoxitin (fox kb), which was the reference method used for vitek 2 cefoxitin screen (oxsf) test, yielded a zone diameter of 27mm susceptible. · vitek 2 ast-p654 test kit (customer lot and random lot): ox mic <= 0.25 mg/l (susceptible) and oxsf negative results were obtained for both lots tested. These ox values are within essential agreement (<1doubling dilution) compared to the reference ad mic without any category error. The negative oxsf tests are correlated with the disc diffusion results (fox kb). Vitek 2 ast-p654 lot #8041034203 met final qc release criteria. This lot passed qc performance testing. No ncmrs were written against the lot. Ncmrs were reviewed for the last 13 months (23sep18-23oct19). No ncmrs were written for the ast-p654 card. Conclusion: the customer's oxacillin resistant results on ast-p654 were not reproduced internally. Vitek 2 cards are performing as expected.